Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 280cc saline prosthesis. Rupture on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 275cc saline prosthesis on (B)(6)2018.

Manufacturer narrative:
The following information was mistakenly omitted from the device evaluation summary report submitted on 6/12/2018: the device history record (DHR) for the lot number 6981550 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 280cc saline prosthesis. Rupture on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 275cc saline prosthesis on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device. Brown material was observed on the shell surface. During visual examination of the device, the product evaluation observed a crease on the posterior view extending to the anterior. A rent measuring approximately 0.2 cm was discovered within the crease on the posterior view. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).